Event description:
It was reported that one of the pt's leads "migrated up 3 levels and was lodged against a nerve root." Lead was initially implanted by hcp in one state and pt saw a different hcp in another state to have the lead and ins replaced in (B)(6) of 2009.

Manufacturer narrative:
(B)(4).